Event description:
It was reported that the patient experienced increased pain, withdrawal symptoms. The catheter was replaced on (B)(6) 2006; surgical observation noted that the catheter was lying posterior to pump, "likely secondary to kink". Patient outcome was reported as resolved without sequelae. It was later reported that there were no telemetry strips available for the event. The catheter was explanted and replaced, but disposition was unknown. The pump was not infusing baclofen. The date of resolution was (B)(6) 2006.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8703w, lot# l45811, implanted: 1997 (B)(6), explanted: unk.